Event description:
It was reported that the patient notified the surgeon of sudden onset of axial back pain. Surgeon took x-rays, and noticed screws at sr1 were broken and the cage looked cracked. Revision surgery has not been planned.

Manufacturer narrative:
The reported event could not be confirmed based on the review of x-ray images, operation notes and other documentations. The device was not returned, as it remains implanted and no revision surgery was planned. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. Conclusion: the root cause could not be determined.

Event description:
It was reported that the patient notified the surgeon of sudden onset of axial back pain. Surgeon took x-rays, and noticed screws at sr1 were broken and the cage looked cracked. Revision surgery has not been planned.